Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the delivery balloon would not inflate. The target lesion was located in the right coronary artery (rca). A taxus liberte' 2.75x24mm stent was advanced and positioned at the lesion site. The stent balloon was aspirated and bloody aspirate was noted. An encore inflation device was used. The stent balloon never inflated and the entire stent delivery system (sds) was removed from the patient. The deivce was visually examined at that time and no hole was noted in the balloon. Another of the same device was used to complete the procedure. No patient complications were reported and the patient status is reported as stable. However, the returned product revealed that there was a pinhole to the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination found that there was a balloon pinhole leak at the proximal end of the balloon. The returned device was connected to an encore inflation unit. The inflation device was pressurized to 12 atm for 60 seconds and a pinhole leak at the proximal end of the balloon was observed. During the attempts to inflate the balloon the stent was partially inflated. There was no shaft damage noted. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)